Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5/ solid tone was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error."

Event description:
It was reported that during a lap hysterectomy procedure, the shears worked fine until they cut off and the generator had instrument failure on display with error tone. After retorquing and reconnecting, it was still instrument failure. That happened after about 20 minutes. The surgeon used 2 shears and both had the same error message after about the same time. Not noted how case completed. No patient consequence.